Manufacturer narrative:
The reported event of leads could not be connected to the device when plugged in was confirmed. The pacemaker was returned for analysis. Analysis revealed the user of the torque wrench in the field turned/screwed both a and v setscrews down to where they were blocking the leads from inserting pass them into the connector ports. Both setscrews showed the user was making incorrect wrench insertions into the setscrews. The setscrews were damaged and stripped because of this. The user may have unknowingly turned the setscrews down blocking the ports because the user never correctly inserted the wrench into them. For lab testing the setscrews were backed out from blocking the ports. Test leads could then be fully inserted with normal force. All header and port dimensions were normal. No device anomalies were found. This is a user related anomaly that happened at time of implant shown by the damage to the setscrews.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the pacemaker header could not connect to the lead. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.